Event description:
N/a.

Manufacturer narrative:
Device history record (DHR) - two products were received in the same container for (B)(4), with two pouches indicating lots 218191 and 216043, without information about in which order they were used. The device history records of the 2 lots (over 100 devices per lot) were reviewed and did not reveal any anomaly that could explain the reported events. The lots were manufactured at different periods (sept 2019 and feb 2020). No similar complaint was received for a product from these 2 batches. Failure analysis - the complaint is verified as valid, the balloon burst. The silicone elastomer balloon is cut (radial slit) and the end of the tip protrudes through the slit. Root cause - the exact cause of the burst of the neuroballoon catheter could not be determined by the device analysis. Per risk file, possible causes could be damage during insertion with the cannula or insertion tool, or over-inflation. The instructions for use warn that the neuroballoon catheters are extremely delicate instruments: extra care must be taken in their handling and use. They also state that risk of incident such as balloon rupture may potentially occur during procedure.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the neuro balloon catheter burst after being inflated during an endoscopic procedure. The procedure was completed with a replacement product.